Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist for use during cardiogenic shock and high-risk pci states the following section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
It was reported that during implantation of an impella cp the pump folded over itself on the catheter portion behind the motor. The pump was stuck in the patient and after several maneuvers the pump was unfolded and removed. A new impella cp was successfully implanted to support the patient.